Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011, utilizing signature knee guides that registered perfectly to the patient's joint. However, additional cuts had to be made to achieve the intended fit. As a result, a greater than thirty minute delay occurred.

Manufacturer narrative:
Supplier's evaluation of event includes review of planning and procedures. Supplier confirmed surgeon approved the plan that was used to manufacture the guides. Reported issue could not be reproduced and guides met specification. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.